Event description:
Caller reported an issue with incorrect time settings on pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in updating the pump time and advised them to monitor for any recurring discrepancies, with caller understanding and acknowledging the instructions.